Event description:
It was reported that the right ventricular (rv) lead was post-operatively exhibiting a high pacing threshold due to dislodgement. It was further reported that the patient suffered a cardiac perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).